Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) continued to shut off. It was unclear if this was due to emi. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178201101664.